Event description:
It was reported the pt is experiencing intermittent communication between her scs ipg and charging system. Subsequently, a replacement charging system was sent to the pt. Follow-up identified the issue did not resolve with the replacement charging system. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.